Manufacturer narrative:
A complete lead was returned in one piece measuring 58.3 cm. Visual inspection of the lead noted damage on the distal portion of the helix header due to procedural damage. The hi-pot failure of the lead was isolated to the damaged helix region of the lead. Analysis was normal. No anomalies were found.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.3 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure, while in procedure room, a long pause was noted on the electrocardiogram. The physician implanted another lead to complete the procedure. There were no adverse consequences to the patient.